Event description:
The customer reported the system displayed an a/d channel 8 failure message. The system was down and another system had to be used to complete the case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor board, power control board, and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.